Manufacturer narrative:
The device information has been updated/corrected in this report. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. The device's event log was reviewed by the service center and no error code found. Additionally, the patient¿s complaint was not confirmed and the device was corrected. In this report, box d, g, h has been updated/corrected.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of eye irritation, nose irritation, skin irritation, repiratory tract/irritation, dizziness and /or headache, asthma (new or worsening), other and chronic sinusitis. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.